Event description:
A customer contacted baxter (B)(6) regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit display. This event occurred during use, the patient was connected, in initial drain. The technical service representative (tsr) had the home patient (hp) cycle the power and se 2367 alarmed. During the troubleshooting questions the hp stated that their supplies were damaged by an outlet port clamp or an assist device used to make connections. The tsr advised the hp to cycle the power once again to restart the setup with all new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement and there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed and the root cause was determined to be due to incomplete priming. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.